Manufacturer narrative:
The pump was received with a no motor movement or negligible movement. Retries to free a stuck motor failed. Alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify drive count/time values or changes incorrect for moving or coasting. Too slow or too fast alarm due to pump error alarms.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarm. The customer blood glucose level was 130 mg/dl. The customer was assisted with troubleshooting. Customer states insulin pump was not exposed to a high magnetic field. Customer reports they were able to clear the alarm. Customer states they were able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.